Manufacturer narrative:
Per tandem's t:flex user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Blood glucose reached 613 mg/dl which was addressed with a manual injection. Reportedly, the customer uses cartridges for 5 days at a time. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.